Event description:
Complaint description: a hosp nurse reported that a basket wire of a disposable meachanical lithotriptor broke at the distal end as a physician attempted to crush a stone during an endoscopic retrograde chalangio pancreatography (e.r.c.p.) Procedure. The broken basket was removed without complications. The nurse explained that a stent was inserted endoscopically into the common bile duct to enable the small pieces of stone (there were multiple stones ) to drain. She mentioned that due to the large number of stones, the stent might have been used event if wire breakage did not occur. Although she is unsure if hospitalization was required, she mentioned that if the pt was hospitalized, it would have been due to causes unrelated to the procedure.